Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 247 mg/dl. Troubleshooting found insulin was unable to exit during a fixed prime and the insulin pump alarmed no delivery. It was also reported a big air bubble was present in the reservoir. The customer was advised to perform a manual prime until the air bubble exited from the reservoir. Customer was able to resolve the air bubble at the time of the call. Troubleshooting was not completed for the no delivery alarm because the customer did not perform a new set change. The customer declined to return the product for analysis.